Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel alleges patient underwent a revision procedure due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion and elevated metal ion levels. Legal document further alleges the presence of gray-brown metal staining and grayish tinged fluid indicative of metallosis during the revision procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01657/-05805).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, loss of range of motion, bone/tissue damage and elevated metal ion levels. Patient's legal counsel further reported that metal staining and fluid were allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision on (B)(6) 2011 due to pain. Operative report further noted the presence of gray- brown metal stained tissue, fibrous scar tissue and slight grayish serous fluid indicative of metallosis. The stem and acetabular were noted to be well fixed. The modular head and taper adapter were removed and replaced.